Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. After the lead was placed in the ventricle, the screw mechanism would not advance. A different lead was implanted and remains in use. Also, the left ventricular (lv) lead had moved back in the target vein after ablation. The pocket was opened and the lead was removed. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.